Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient experienced sui on (B)(6) 2002. It was reported that she experienced frequency, urgency, and dribbling. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2004 and mesh was implanted. It was reported that the patient experienced pain in her bladder, exhaustion, lower back and groin pain, and headaches. No additional information was provided.